Manufacturer narrative:
A review of the complaint history for(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 31-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that no issue was present. A technical support specialist (tss) called and spoke with the customer. The issue was identified on the device and was confirmed to have resolved on its own. Permission was obtained to close the case, and the case was subsequently closed. The system was confirmed to be functioning as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary orders were not linking. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.